Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, loose connections between the homechoice cassette and solution bags was reported and is known to cause this alarm. The cause of the loose connections could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) had the care giver ensure connections are tight. The care giver stated that they were able to twist the lines tighter on all the bags. The rtsa had the patient cycle power on the homechoice and assisted the patient with proper disconnection procedures. The rtsa reviewed proper procedures per the user manual with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.